Event description:
Revision surgery - due to instability, there was no failure of the implants. The surgeon upsized the glenosphere and poly.

Manufacturer narrative:
The reason for this revision surgery was reported as instability after 3 months of patient use. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed (B)(4) parts (par t#: 508-32-101-10) returned to vendor due to over tolerance issues. A review of the product complaint report history showed this is the (B)(4) complaint for a part from this lot. The root cause for the instability could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.